Event description:
Additional information received from the consumer reported that steps taken to resolve the return of symptoms included making an appointment. The patient was reportedly "happy with [their] care."

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3093-28, lot# va0aen7, implanted: (B)(6) 2013, product type: lead. Product ID 3093-28, lot# va0a2zm, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported having "some urinary tract infection (uti) or other infection/issue in vaginal area for the past 4 months and had been on antibiotics for this timeframe." As a result of the uti, the patient had been drinking more fluids. In (B)(6) 2015, the patient had a gradual loss of stimulation and a return of accidents and urge incontinence. The patient reportedly had traveled outside of the country around this time and went through airport security. During the call, it was determined that the therapy was not on for the implantable neurostimulator (ins). The patient was able to turn on and increase to where she felt stimulation. See manufacturing report #3004209178-2015-16234. Follow up is being conducted to determine action and patient outcome. The device was originally implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.